Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown, omnipod software app version: 3.0.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7,

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels was low and values were not provided. The patient reports after charging their controller for 4 to 5 hours their controller would power on. The patient reports they had performed a hard reset but their controller was still unable to turn on. The patient reports using an off-label charging cord that was not supplied with the controller. The patient reports the following day they had not been wearing a pod. Once at the hospital the patient was treated with insulin on a sliding scale. The patients blood glucose had rose to 285 mg/dl while in the hospital. The patient remains in the hospital at the time of this call.